Manufacturer narrative:
Examination of the returned device confirms the reported event of instrument spike damage. Based on previous investigations this failure mode has been attributed to the material specified for the spikes not being hard enough. A design change has been implemented to revise the spike material (drawing change eco295864 implemented (B)(4) 2009). The need for further corrective action is not indicated. The current complaint sample was manufactured prior to the implementation of eco 295864. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The spike was found bent coming out of the washer.